Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-g "will not stay powered on with a full charge or [when] plugged in." There was no patient impact or consequence reported.

Event description:
The customer reported the rad-g "will not stay powered on with a full charge or [when] plugged in." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned rad-g was evaluated. The device powered off immediately after powering on. The rad-g had a short inside the on/off button which created an electrical short across the button, resulting in the button being activated even when not physically pressed.